Event description:
A user facility biomedical technician (biomed) reported to fresenius that a blood pump rotor tubing guide cover on the 2008t machine came off and damaged the blood pump tubing (of a non-fresenius product) during a patient's hemodialysis (hd) treatment. It was stated that the patient did not experience complications and was able to complete treatment on another machine. During follow-up it was confirmed the blood pump rotor was replaced however the machine remained out of service. Additional information was requested however a response was not received. It was stated upon initial reporting that the patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) is unknown. It could not be confirmed whether a sample was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.